Event description:
Complaint description: the consumption is detected. This is evidence that indicates that it is related to the level of the catheter junction with the lumens.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Additional information requested regarding clarity of the complaint description. No additional information received at the time of this report.

Event description:
Complaint description: the consumption is detected. This is evidence that indicates that it is related to the level of the catheter junction with the lumens.